Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an ingested, occlusive deposition in the eye of the rotor that would have contributed to the report of low flow alarms with estimated flow of 0 liters per minute (lpm). An additional small deposition adhered to the distal portion of the inflow cannula was also discovered that appeared to have formed over the period of low flow. After implant on (B)(6) 2020, the patient experienced low flow down to 0.0 lpm on (B)(6) 2020. The patient was returned to the operating room as the surgeons suspected an ingested thrombus. The device was exchanged, and a thrombus formation was found that occluded the lower part of the inflow cannula. Following the exchange, the new pump was able to unload the left ventricle properly, and all pump parameters went back to normal. The submitted inflow cannula photos showed a thrombus in the lower part of the inflow cannula that appeared to extend into the rotor. The pump was returned assembled with the pump cable severed approximately 5.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Additionally, the sealed outflow graft, outflow graft bend relief, and the apical cuff were not returned. Upon disassembly of the returned pump, examination of the rotor revealed an occlusive, tissue-like thrombus seated within the eye of the rotor. Although the deposition within the rotor was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump and was ingested into the pump. The exact origin of this deposition could not be conclusively determined through this evaluation. Additionally, the pump rotor deposition would have contributed to the decrease in flow observed in the log files due to the occlusion of the eye of the rotor. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Furthermore, examination of the pump's blood-contacting surfaces revealed a small, tissue-like deposition adhered to the distal edge of the inflow cannula lumen. The deposition did not reveal any evidence of laminated layering or denaturation, which suggested the deposition was acute and may have formed over the period of low flow associated with the occlusion of the rotor's eye. Examination of the remaining blood-contacting surfaces revealed no other developed depositions or thrombus formations that would have contributed to a flow or functional issue. The inflow cannula (distal) and pump rotor depositions were sent to experimental pathology laboratories (epl) for histopathology analysis (see attached histopathology report). Per the analysis, these were both fibrin clots. The inflow cannula (distal) clot was 1 ¿ 3 days of age, while portions of the pump rotor clot indicated an age greater than 5 days, and with fibroplasia and fibrosis up to 2 or more weeks. The submitted and downloaded log files contained data from 25sep2020 through 06oct2020. Estimated flow decreased to 0.0 lpm by 11:02:15 on (B)(6) 2020, where it remained until the driveline was disconnected. The low flow hazard alarm was active while the estimated flow was captured at 0.0 lpm. There were no other atypical events or lvad faults captured in the log files. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30aug2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted on (B)(6) 2020. It was reported that on (B)(6) 2020 the patient began experiencing flow issues. The flow level dropped to zero and the surgeons suspected an ingested thrombus. The patient was returned to the operating room for a pump exchange. The patient was put on cardiopulmonary bypass and the device was successfully exchanged. After inspecting the inflow cannula, a thrombus formation was found which had occluded the lower part of the inflow cannula. After the exchange, the new device was able to unload the left ventricle properly and all parameters returned to normal.